Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be remotely interrogated. Troubleshooting identified an improper lead-to-device connection issue. There were no clinical observations and/or adverse patient impact as a result of this connection issue. Surgical intervention was performed to resolve the connection issue. It was also reported that the patient was administered antibiotics due to a wound infection.